Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient was at home when he felt hypoglycemic and then he passed out. His son was there and called the ambulance. The patient was taken to the hospital. When he got into the hospital, the medical staff checked his blood sugar, and it was dropping low even though they gave him juice. He was admitted to the intensive care unit from (B)(6) 2024 to 08/25/2024. During that stay, the patient was only treated with juice. The patient could not remember the exact blood glucose meter readings when they tested it at the hospital. At the time of the report, the patient felt a lot better. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No additional patient or event information is available.